Event description:
The customer tested her blood glucose using 2 breeze2 meters and received readings of 289 and 98mg/dl. On a second occasion the comparison readings on the two meters were 89 and 279mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Control solution was sent to the customer for further testing.